Event description:
The physician later reported that the patient who had his generator inadvertently turned off as a result of a programming anomaly. Review of the patient's programming history available in the manufacturer's programming history database revealed that a partial programming event occurred on (B)(6) 2008 which was not fully corrected until (B)(6) 2008. A final interrogation was performed which showed the unintended settings, but they were not corrected. Attempts for additional information have been unsuccessful to date.

Event description:
A vns treating physician reported that a patient's generator was inadvertently turned off (output currents set to 0.0ma) as a result of a programming anomaly which resulted in the patient going into status epilepticus. The patient information and date of event was not provided at this time. No additional information was provided. Attempts for additional information have been unsuccessful to date. The physician did report that the patient is actually treated by a different physician, but the physician is unknown to date.

Manufacturer narrative:
.

Manufacturer narrative:
Age at time of event and date of birth, corrected data: this information was unknown at the time of the initial report. Sex, corrected data: this information was unknown at the time of the initial report. Corrected data: the software version was unknown at the time of the initial report.